Event description:
The hospital reported that a patient was readmitted to the hospital for cellulitis. The patient was given antibiotics and the issue was resolved. The pa stated that there did not seem to be anything "odd with the patient." Lot number and date are not available. No additional info is available. Report not returning. Report 2 of 3; report 1 MFR# 2242352-2014-00918; report 2 MFR# 2242352-2014-00920.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. A retain sample from a similar lot was fully tested and found to be acceptable. The lot number of the reported device was not provided. A lot history record review was completed for the last three (3) lots shipped to account. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).